Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned

Event description:
Company representative reported the customer experienced hypoglycemia that required outside intervention. Follow-up was completed with the customer. She reported she woke around 12:00 p.m. On (B)(6) 2015, and her blood glucose was approximately 52 mg/dl. She attempted to get juice but passed out before she could. Paramedics arrived and treated her with a glucose IV. She reported she is new to infusion device therapy and hypoglycemia was caused by incorrect settings. She has since met with her trainer, and her settings have been adjusted. No product will be returned for evaluation.